Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the device was inserted into cavity and the pouch was unfolded to remove the gallbladder, but it was noticed that the pouch had been torn. No bleeding occurred. No tissue damage occurred. Nothing fell into the pt cavity. There was no harm to the pt. Operative time was not extended.